Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 693 mg/dl. Customer was at home and had 40 carbs. Customer bolused and her blood glucose level was 589 mg/dl. Customer kept bolusing every 20 minutes. Customer ate food prior to the incident. Customer went to the intensive care unit and had diabetic ketoacidosis. Customer was released on (B)(6) 2015. Customer stated that the drive support cap was sticking out. Troubleshooting was performed and the customer did not have the tubing clamp. It was explained that high blood glucose levels are often caused by site/set issues. Customer will be sent a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.